Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism had fully deployed prior to pod use. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, the ratchet gear manually advanced, and the device successfully deployed. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.additional product information provided: d4 model no. 14810 to 19191 d4 lo no. Unavailable to l45660. Expiration date unavailable to 9/25/2021. Manufacturing date unavailable to 3/25/2020. Unique device identifier (UDI) (B)(4).